Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer received compromised force sensor system alarm. The customer's blood glucose level was 88mg/dl. The customer states insulin was squirting out during manual prime. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.